Event description:
Rn was trying to discontinue the basal rate infusion on the pca pump. She was unable to complete the action as there was a broken lock on the pca module. Bio med assessment: they confirmed that the lock assembly is defective. The module will be returned to alaris for warranty repair.